Manufacturer narrative:
H6: added f01 based on information in the complaint file.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
B5 updated clinical narrative. H6 updated with e2403, f26, and a25. The investigation is still ongoing.

Event description:
An impella cp device was inserted via the right femoral artery for hemodynamic support in a 67-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in scai shock stage b. It was noted that there was persistent oozing from the access site after peel-away removal. The sheath was replaced, and reinforcement was applied per physician instruction; however, site oozing continued despite best practices. Manual pressure was held, and heparin was paused for 3 hours per nursing documentation. The pump was subsequently measured and repositioning was attempted. The patient was noted to have hematuria, described as pink-tinged urine in the absence of a foley catheter, with stable vital signs and placement waveforms. An echocardiogram was performed without local impella team presence, and the managing physician was aware and chose to continue monitoring. Patient survived to explant. The reported bleeding is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported hematuria may be influenced by patient-specific factors such as critical illness, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery for hemodynamic support in a 67-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage b shock. During support, two failure modes were reported. The introducer was associated with major bleeding, described as oozing from the access site after peel away removal and sheath was replaced, which required reinforcement per physician instruction; despite best practices, site oozing continued. The patient was also noted to have hematuria, documented as pink tinged urine in the absence of a foley catheter, with stable vital signs and waveforms. Echocardiography was performed without local team presence, and the managing physician was aware and elected to continue monitoring. In both events, allegations against the device were noted, although the pump remained in place and was not removed. At the time of reporting, the patient remained on impella support. Based on the available information, the bleeding and hematuria appear more consistent with access site and patient specific clinical factors rather than evidence of impella malfunction. No device performance failure has been identified, and the patient¿s clinical course remains under continued monitoring. Bleeding is a known risk associated with the impella cp per the instructions for use (IFU).

Manufacturer narrative:
B5 clinical narrative updated.